Event description:
Imp ref #(B)(4).

Manufacturer narrative:
Document review: amistem h cementless femoral stem size 1 std: ref. 01.18.131 / lot 121990 ((B)(4)stems produced / (B)(4) sold): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. From the analysis of the x-rays in our r&d department, the stem resulted to be highly likely under sized. From the data collected, there are no evidences that the event is device related.